Manufacturer narrative:
A philips field service engineer (fse) implemented an fco and identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the suitepc process crashed repeatedly due to a nic issue identified on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.